Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level of 49 mmol/l. At the time of incidence. Customer declined to troubleshoot for low blood glucose. Customer reported that they were disconnected during rewind or prime. Customer did not alleged that the insulin pump was over delivering during incidence. Customer was not using auto mode feature during incidence. The insulin pump will not be returned for analysis.